Manufacturer narrative:
Add'l patient info was not provided.

Event description:
Reportedly, during patient use, while setting a patient up on an e360 ventilator with a c230 compressor, the compressor would not turn on. The patient was manually ventilated for 10 minutes before being transferred to another compressor. There were no adverse patient effects reported.